Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt. Low battery voltage was observed. With another battery attached, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no battery anomalies that could lead to internal loading were detected. The cause of the premature battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The patient wanted another opinion about device explant and left the hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.